Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Device not returned.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat suv stabilizer system, they stated that in order to fix the stabilizer tip, they turned the knob but it was not able to fix it. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 10/24/2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. Ts. The device was evaluated for its mechanical function. The knob was evaluated for its ability to tighten the interlinking arm. The arm tightened and remained secure when the tightening knob was turned clockwise. Based the returned condition of the device and results of the investigation the reported complaint "mechanical issue" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat suv stabilizer system, they stated that in order to fix the stabilizer tip, they turned the knob but it was not able to fix it. A replacement device was used to complete the procedure. The hospital did not report any patient effects.